Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after approximately 45 minutes of surgery, the device would no longer open easily. The surgeon heard a cracking noise and decided not to use the instrument to complete the procedure. The device was pried from tissue with no damage to tissue and no pt injury.